Manufacturer narrative:
D6b: per email received on 07-dec-2021, the lens was explanted on (B)(6) 2020. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -15.0/+4.0/104 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. The lens was exchanged with a longer lens due to low vault. The problem was resolved. The cause of the event is reported as unknown.